Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for interrogation of the device during an unrelated procedure. It was revealed that the right ventricular lead exhibited sensing noise resulting in pacing inhibition. Programming interventions were discussed. Ultimately, the physician decided to cap and replace the lead on (B)(6) 2020. The patient was in stable condition.